Event description:
Reporter indicated, a manufacturer representative's vns therapy programming handheld would not respond to tapping the touch screen. The handheld stopped responding to user input after the interrogation was started. The handheld was returned to the manufacturer. An analysis was performed on the handheld revealed no performance anomalies. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through (B) (4) (event is readily confirmed). No other issues were observed with either the flashcard or software.